Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator lcd display will blink once and becomes black when the therapy knob is turned to the non-off position (for example, to monitor, 30j, 150j). The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.